Event description:
Pseudoseptic reaction right knee (acute inflammatory reaction injection site). Information was received in 2004 from a medical assistant regarding a pt, with a past medical history of osteoarthritis of both knees, lung cancer and a cerebral aneurysm, who experienced increased right knee pain and a pseudoseptic reaction in the right knee. The pt began synvisc treatment in 2004. The pt received two synvisc injections into the right knee. Following the first injection the pt experienced mild increased pain. Nine days later after the second injection, the pt experienced a significant increase in pain in the right knee. The physician's notes stated the pt had a mild pseudoseptic reaction. Twelve days later, the pt continued to experience more pain than before the synvisc injections. The third injection was not given and the physician aspirated the knee to remove the residual synvisc. The following month the pt continued to experience the same pain and the physician administered a cortisone injection into the right knee intra-articularly and prescribed bactrim ds bid (2004). At the time of this report the pt's outcome was unknown. Qa investigation results: qa performed a review of the production and quality control documentation for lot # q0405. All documentation are complete and in order. The product met specifications at release. No associated non-conformance was noted for this lot.